Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out procedure, the right atrial lead exhibited clavicular crush damage. The lead also exhibited high impedance and was fractured. It was left in place.